Manufacturer narrative:
(B)(4)

Event description:
Information received from the aspire clinical database. Treatment of a large unruptured saccular aneurysm measuring 17.3mm x 4mm located on the sidewall of the left ica (internal carotid artery). Heparin was administered to the patient. It was reported that the patient underwent pipeline (4.00mm x 14mm) embolization treatment on (B)(6) 2013 and post procedure angiography revealed normal flow in the cerebral vessels without stenosis. The patient was discharged the next day and experienced moderate to severe intermittent procedure related headaches and pain that lasted for approximately two weeks following the procedure. The patient was prescribed a tapered steroid at the 2 week follow-up. On (B)(6) 2013, the patient had experienced mild procedure related nausea that resolved on (B)(6) 2013. No patient injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).